Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged while using listerine floss, it broke and left remnants of floss between teeth that could not be taken out. The consumer was going to a dentist to remove the floss. Outreach to the consumer occurred and there has been no additional information received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: expiration date, UDI: (B)(4). Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on june 22, 2017. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.